Manufacturer narrative:
Visual inspection under 30x magnification indicates the j stiffener wire has fractured at weld site and measures approx. 87mm. Approx. 14mm of the distal end of the j stiffener wire was received protruding out of the outer polyurethane insulation approx. 16mm proximal of weld site. It appears that entire j stiffener wire was received with all recorded measurements adding up to approx. 87mm. Visual inspection under 30x magnification also indicates lead was snipped or cut into two sections, with evidence of flared coil wire ends. X-ray of lead distally confirms j stiffener wire fracture.

Event description:
Device analysis is provided.